Event description:
"While performing a surgery under coelioscopy the inzi retrieval bag broke and the piece fell in the pt. Piece has been removed."

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.